Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected varying right ventricular (rv) lead shock impedances over the past year. The impedances range from 77 to 126 ohms. Boston scientific technical services (ts) reviewed the device data and confirmed that there was no evidence of oversensed noise and recommended to increase the shock lead alert limit from 125 ohms to either 150, 175 or 200 ohms. No adverse patient effects were reported. The device remains in service.